Event description:
It was reported that the user awoke to an ilet-connected cgm low glucose reading of 40 mg/dl, ingested four glucose tablets, and within minutes obtained fingerstick readings of 211 mg/dl and then 178 mg/dl after using a new test strip, while the ilet subsequently displayed values consistent with the fingerstick; the cgm sensor was nearing end of wear and inconsistent readings were discussed with the user, including potential need for calibration or early sensor replacement. Symptoms included a reported low glucose alert without associated clinical manifestations such as loss of consciousness or dizziness. Outcomes included transient glucose values outside the target range without need for professional medical intervention or hospitalization. Investigation included user interview, review of device performance as described by the user, and troubleshooting education regarding calibration and sensor replacement. Investigation of this case revealed inconsistent sensor and fingerstick readings that resolved after repeat testing with a new strip and ongoing device function consistent with fingerstick measurements. It was concluded that the event was hypoglycemia with unclear cause, and that the device functioned as designed after user retesting and education. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.